Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery charger pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system required repair. Additional information was received from the field service engineer indicating that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The fse confirmed the problem reported by the customer of needs to be repaired. The actual issue was the system was not booting. The fse determined the cause of the problem to be a faulty pre-charge assembly. The fse replaced the assembly and that fixed the boot issue. The pre-chrg signal from the mono block controller pcb turns on relays k2/k3 on the pre-charge pcb, opening a path of 115vac output from the secondary of the stator transformer to the pre-charge pcb. Charging current is generated by applying this voltage to a charge pump arrangement of rectifiers on the pre-charge pcb. When this voltage reaches a few volts above the battery voltage, relays k1/k4 (see sheet 3) combine to turn on contactor k2 on the capacitor/power module, which switches battery power directly across the capacitor bank. A faulty pre-charge board will therefore prevent proper boot up. Based on the age of the system (last year manufactured, 2006) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.